Event description:
It was reported the pt experienced withdrawal and increased tone. The pt was scheduled to a catheter revision. The drug in the pump was lioresal. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.